Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology was damaged/deformed. The following information was provided by the initial reporter: "the customer reported as follows: when removing the needle cover, the hcp found that the catheter tube was damaged and the needle was exposed. The catheter hub was in place."